Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. No frozen screen or button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display, window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the whole keypad was frozen. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 92 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.